Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 08-feb-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 1,000 mcg/ml baclofen (unknown) at 49.1 mcg/day and 2.5 mg/ml morphine (unknown) at 0.1227 mg/day. The reason for use was not reported. It was reported that the patient had a csf (cerebral spinal fluid) leak. According to the patient¿s husband, the patient developed a fluid bulge on back at the catheter insertion site scar, ¿5 months ago¿ prior to the report date of (B)(6) 2019. The patient was not experiencing headaches, not going through baclofen withdrawal. They were having relief with baclofen and morphine from the pump. The patient only has bulge while standing and it goes away when she is laying down. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting were performed. Actions taken to resolve the issue included the patient being seen by a neurosurgeon. The surgeon stated there was no fracture found in the catheter. They noted there was ¿no purse string at the catheter insertion site.¿ a purse string around catheter was done to resolve the csf leak. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.